Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering image occurred due to failed charged coupled device. However, the most probable cause for clogged air/water supply tube with white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited flickering image and clogged air/water supply tubes with white residues. There was no patient involvement.